Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in egypt. It was reported that the patient faced an adhesive event as the tape of the infusion set was not sticking properly after it had been in use for one day. Patient was unsure of the cause for this adhesive issue. Patient confirmed the use of alcohol for site preparation, and they allow the alcohol to dry before inserting the infusion set however, additional tapes were not used to secure the infusion set. Patient confirmed no use of any soaps, gels, or lotions on the site. Patient acknowledged to perspire heavily. No further information available.